Event description:
It was reported by service report that the fowler gas cylinder was leaking fluid and was spongy and unable to support pt weight. No pt involvement or adverse consequences are reported.